Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2012 at 9pm she tested per routine and obtained a reading of "325 mg/dl" with the subject meter. The patient felt the result was inaccurately high because her blood glucose typically runs in the "100 to 125 mg/dl" range and at that time of the day she usually tests in the "180 to 200 mg/dl" range. At the time of testing, the patient reported feeling "tired and exhausted". The patient informed the csr that she manages her diabetes with a set dose of nph (at bedtime) and a set dose humulin r before meals. At the time she received the alleged inaccurate result, the patient confirmed that she took her usual dose of nph (20 units) and went to sleep 1 ½ hours later. The following morning at approximately 5am, the patient reported that her son found her "convulsing" and contacted emergency services. The patient claimed she was transported to the hospital by ambulance and her blood glucose came back at "25 mg/dl" when tested on a laboratory device. The patient claimed she was treated with "serum" at home and at the time she was in the ER. The patient confirmed she was discharged from the ER later that morning. At the time of troubleshooting, the patient confirmed the subject meter was set to the correct unit of measure setting (mg/dl). The csr noted that the test strips the patient was using were within their expiration date and the patient confirmed they were being stored correctly. The patient did not have control solution available at the time of the call to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining an alleged inaccurate reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.